Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: saline mentor smooth round moderate profile 300cc, catalog number 3501645, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary procedure with a saline mentor smooth round moderate profile 300cc and experienced deflation on the left breast implant. The deflation was reported by the patient on (B)(6) 2018. At the time of this report, mentor has received information that the devices were removed, however, the date of explantation is currently unknown.

Manufacturer narrative:
On 04/18/2018, it was reported to mentor that the device history record ( DHR) of lot number 6501450 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On 05/02/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. White material was observed within the device. No foreign material was observed on the shell surface. Product evaluation team discovered two rents. Rent a measuring approximately 7.4 cm and rent b 0.8 cm. Both located on the anterior aspect. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, product evaluation team was precluded from further evaluating the device. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the white material found on the device. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).